Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, leading to the pump shutting off. The customer's blood glucose (bg) level was 600 mg/dl. Customer administered a manual injection to address bg. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.